Event description:
Customer alleges that "poor contact in the power supply of an infant warmer caused melting of the power supply baord and resulting smoke. Infant was in warmer at the time. Removed immediately. Possible smoke inhallation".